Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine with concentration 1 mg/ml at a dose rate of 150 mcg/day via an implantable pump for unknown indications for use. It was reported that patient's pump kept flipping up on its side within her pump pocket. During palpation, it was noted that the pump was flipping to its side.  The physician and patient decided they needed to revise pump in the pocket. The physician tied the pump down through  via suture loops during surgery so that it would not happen again.  Regarding factors that may have led or contributed to the issue, it was thought that the sutures that had held the pump down from the original surgery may have broken allowing the pump to flip to its side.  The issue was resolved.  The patient was without injury regarding their status as of (B)(6) 2021.  The patient's medical history was unknown.